Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the buttons functioned intermittently. The complaint has been confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include faulty button switches. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the "camera head" won't turn on/off. A backup device was available to complete the procedure. There were no procedural delays and no patient injuries or other complications were reported.